Manufacturer narrative:
Analysis of historical records: orthofix srl checked the internal records related to the controls made on the device code 56-21020, lot v1295155, before the market release. No anomalies have been found. The original lot, manufactured in 2012, was comprised of (B)(6) devices. All of them have already been distributed to the market. According to our historical records, no other similar failures have been reported from this specific device lot. Technical evaluation: the returned device, received on november 24, 2014, was examined by orthofix srl quality engineering department. The device was subjected to visual and dimensional check as per orthofix srl design and product specification. The visual check confirmed that the device is broken and it was also evidenced presence of deposits on the device. The dimensional check performed did not evidence any anomalies. A functional check on the returned device was not possible as the device is broken and therefore not functioning. The device was then sent to an external laboratory to verify the nature of the deposits detected on the returned product. The results of the technical evaluation concluded that the breakage of the device may be attributable to the use of detergents containing chlorides (probably used for the cleaning/processing of the device. Medical evaluation: the little information made available on the case together with the results of the technical evaluation, was sent to our medical evaluator. Please find below an extract of the medical evaluation. "In this patient a truelok hex ring delaminated and broke, we must assume while it was attached to a patient. This degree of collapse of the ring would have resulted in loss of fixation. We do not know the pathology and it is not possible to assess how serious this was in this case. It is very clear from the technical analysis on the broken device that it had been exposed to chloride and fluoride ions. This must have been the cause of the failure. To be sure we need more information about the application, and how and when the ring broke after it was applied". Manufacturer comments: the results of the technical evaluation concluded that the breakage of the device may be attributable to the use of detergents containing chlorides (probably used for the cleaning/processing of the device). The medical evaluation evidenced as follow: "it is very clear from the technical analysis on the broken device that it had been exposed to chloride and fluoride ions. This must have been the cause of the failure. To be sure we need more information about the application, and how and when the ring broke after it was applied". Orthofix srl would like to inform you that the instructions for use for the safe processing of the orthofix srl medical devices includes the following warning: "aluminium based instruments are damaged by alkaline (ph>7) detergents and solutions. Anodised coating is damaged by detergents with free halogen ions or sodium hydroxide. Detergents and disinfectants with fluoride, chloride, bromide, iodide or hydroxyl ions must not be used." Orthofix srl has requested further information on the event such as solutions and products used for the cleaning, copy of the operative report, copy of the pre and post-operative x-rays, information on patient current health condition. Unfortunately this information has not been made available. The analysis of the historical data evidenced that no other similar notifications have been received on devices belonging to the same lot. As soon as further information will be available, orthofix srl will carry on the necessary investigation and provide you with a follow up report. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: surgeon name: (B)(6). Event description: breakage of the ring. (B)(4).